Manufacturer narrative:
The device was received by depuy synthes power tools. Reliability engineering evaluated the device, the device measured within specification, and no problems were noted. If additional info becomes available, a supplemental report will be submitted.

Event description:
Report received from israel stating that the device diameter is different from those received previously; this was observed during a mastoidectomy. It is unk if injury or medical intervention occurred. The date of the event is unk. There is no additional info provided.